Event description:
At device interrogation, it was reported there were several short cycle length detections, suggesting electrical noise. During the lead revision procedure, an 'obvious insulation leak' was seen at the site of the bifurcation of the lead to the pins. No patient complications have been reported as a result of this event.